Event description:
It was reported that a patient was only able to achieve 75 percent charge and not 100 percent charge. It was noted that the device ¿had been switching itself off¿ but no power-on reset (por) message was displayed. It was reported that symptoms had returned and on checking the device, it was found that it had been switched off. It was noted that device usage data mirrored what had been reported. Diagnostic testing and troubleshooting was performed. It was reported that an impedance check for the case and electrode 0 displayed as high. It was noted that there was less than 50 percent therapy relief, and the patient suffered no injury or adverse event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown, serial# unknown, product type unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacture data showed that the patient had never lost therapy, they have therapy on, they are not adjusting therapy, and their battery has never gotten very low at all. It was also noted that, at some point, there was a parity power on reset (por), but that could have occurred pre-implant. The data also showed that the patient was only charging for about one hour or less and not the claimed 2 hours. It was noted that the battery voltage appears to be increasing appropriately and the highest the patient charged to was 3.945 volts. It was later reported that the patient saw a return of the dystonia symptoms while the device was off. The patient also reportedly had a worsening of their clinical symptoms at times that which appeared to correlate to the battery being off. It was noted that the patient was sent home from school and when her parents checked the device they noted a problem. It was further noted that the patient needed to recharge longer to achieve 100% charge but the charging they were doing was sufficient. The patient outcome was noted as no problems since reporting the issue. It was also noted that the manufacture data showed no out of range impedances.